Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is one of two infection cases from the same facility. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that patient had procedure of right rcr with acromioplasty on (B)(6) 2011. Patient experiencing a gradual onset of fever, chills, sweats. On (B)(6) , an MRI of the right shoulder revealed small abscesses within the joint as well as subcutaneous edema of the superior and lateral shoulder. In the operating room, a total of five cultures were taken: 2 from the sub deltoid space, 1 from the glenohumeral joint, 1 at the greater tuberosity and 1 from the suture anchor hole. Results revealed 1+ wbc's and 3+ rbc's. Also at this time, the dr. Performed open irrigation and debridement and removal of one of the biocomposite implants. Five antibiotic beads placed with wound vac used to remove fluid. Patient was admitted with 1 gm. Of i.v. Vancomycin q 12 hours. On (B)(6) 2011, patient back to operating room with another open I&d with an additional insertion of 10 antibiotic beads with wound vac. On (B)(6) 2011 another I&d. Repeat culture with no growth evident. Antibiotic changed to 2 gm. I.v vanco q 12 hours. At date of this notification, patient currently hospitalized. Patient is a (B)(6) male with no known allergies, no diabetes. The cannula used was an 8 x .25.